Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose. Customer's blood glucose level was 35 mg/dl. Customer treated their low blood glucose with food. Troubleshooting on the insulin pump was performed. Customer advised the reservoir showed the same amount of insulin as shown on the status screen. Customer advised they would take steroids which resulted in high blood glucose in the past. Customer advised the insulin pump had been exposed to x rays. Customer performed the displacement test and passed.